Manufacturer narrative:
The insulin pump passed self test and displacement test. However, the device was received with intermittent faded display due to faulty lcd controller chip. The device was received with minor scratches on case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer performed self test and it passed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.